Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead shock impedances continued to be out of range. The shock lead impedances (sli) went as high as about 143 ohms, in late november. The patient was brought in and testing was performed with commanded shocks. The 41 joule (j) shock measured at about 83 ohms and the 1.1 j shock measured at about 102 ohms, which are both in range. The physician elected to monitor the lead and it remains in service. Programming for the alert system upper limit, of the sli, was discussed. No additional adverse patient effects were reported. If additional information is received, this report will be updated. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements. Max energy shocks were delivered and a shock impedance measurement of 96 ohms was noted. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service and will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead shock impedances continued to be out of range. The shock lead impedances (sli) went as high as about 143 ohms, in late november. The patient was brought in and testing was performed with commanded shocks. The 41 joule (j) shock measured at about 83 ohms and the 1.1 j shock measured at about 102 ohms, which are both in range. The physician elected to monitor the lead and it remains in service. Programming for the alert system upper limit, of the sli, was discussed. No additional adverse patient effects were reported. If additional information is received, this report will be updated.